Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2017; 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection after implant of the cardiac resynchronization therapy defibrillator (crt-d) with an absorbable envelope. The patient was treated with antibiotics and the crt-d remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.